Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery there was patient harm as a result of the device taking an irregular graft. No information on the harm or if a delay occurred were provided. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the unit was found to be out of calibration at the zero and 4 readings and the control bar was out of position. The unit was recalibrated and the control bar was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.